Manufacturer narrative:
(B)(4). Batch # p55u1a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. Did the jaws eventually open? No.

Event description:
It was reported that during an unknown procedure, the gun was fired and would not open when a second cartridge was required. The procedure was completed using same like device.

Manufacturer narrative:
(B)(4).batch # p55u1a. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.